Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 10 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, probable causes that the lamp did not turn on was because the door of the lamp door was not properly installed, or because the safety mechanism operated, and the power was not turned on because the door was not in a halfway status. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during preparation for use, tried to ignite the lamp and it would not light on the evis exera iii xenon light source. The customer opened the panel on side to ensure lamp was ok, closed the door and was able to ignite the lamp. The procedure was completed in another room. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. Tac instructed customer to power off, open door, power on, clv-190 will not power on, ensure both light source cables are secure, and close the lamp door, power on, was able to ignite lamp, but now does not have narrow band imaging (nbi), obtain another light source cable from working room and connect, still no narrow band imaging (nbi) and the cv-190 was not powered on, once the cv-190 powered on. The customer was able to get nbi. Tac instructed customer to monitor the clv-190 if issue continues will need to send in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.